Event description:
During cataract removal a decrease in aspiration allegedly resulted in heat build up at the wound site resulting in corneal decompensation. Pt will require a corneal graft which, to date, has not been performed.